Event description:
Customer reportedly obtained results of 107 mg/dl and 256 mg/dl on the compact system within 10 minutes. No action were taken on device results. No adverse event reported. Requested return of the suspect system and replacement was sent.